Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. Customer declined to provide the blood glucose reading. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did exit. Customer did not state if the cannula was bent or occluded. Nothing further was reported.